Event description:
It was reported that the plaintiff had a monarc sling implanted on (B)(6) 2004, for treatment of stress urinary incontinence. The plaintiff immediately suffered from pain extending from her navel to the inside of her legs. Following the surgery, the plaintiff had trouble urinating, sitting and suffered neuropathic pelvic pain on an ongoing basis. The plaintiff has taken and continues to take prescription pain medication. The plaintiff experienced significant physical, psychological and emotional pain and suffering, and has undergone surgeries and hospitalizations and has sustained permanent and debilitating injuries. The plaintiff continues to experience problems with incontinence and prolapse.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(6).